Event description:
It was reported to tyco/healthcare/kendall in 2002 that a contaminated needle stick occurred. It is alleged that the rn was activating the safety shield and it did not stop. When the shield did not lock into position they were stuck in the palm.